Manufacturer narrative:
Zoll medical italy evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing and multiple power-on self-tests without duplicating the report. An internal inspection revealed no discrepancies. It is recommended that the customer replace the processor/bridge/pace board as a precaution. The review of the device log finds no instances of defibrillator or pacer self-test failures. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.